Event description:
Customer reports that needle was pulling off suture while making a pass during lap assisted vaginal hysterectomy. There are no reported adverse consequences to the pt related to this event.